Manufacturer narrative:
This report is being submitted as follow up no. 1 to update the h3 section and to provide the completed investigation results. One 6fr angio-seal vip device was received for product evaluation. Pieces of the sheath, the hub of the sheath, carrier tube assembly and arteriotomy locator were returned for analysis. Visual inspection revealed that there were no anomalies noted with arteriotomy locator. The hub of the sheath was inspected and the bypass tube was still attached to the hemostatic valve. The sheath was appeared to be cut into the multiple pieces. The carrier tube assembly was then examined. The deployment sleeve was in the full rear lock position with color bands fully exposed. Microscopy analysis revealed that there was a kink identified at the proximal portion of the manufactured slit in the carrier tube assembly. There were no collagen and anchor returned for analysis. No other visual anomalies were noted with the returned device. The angio-seal vip IFU states the following: b. Set the anchor - step: 1. "Confirm that the device sleeve has remained in the rear holding position. Carefully grasp the angio-seal device at the bypass tube. Cradle the angio-seal carrier tube in the palm of the hand and, with the reference indicator facing up, slowly insert the bypass tube and carrier tube into the hemostatic valve". Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the reported event happened during the handling or inserting of the device into the sheath. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician was inserting the angio-seal device into the insertion sheath, the place between the bypass tube and the carrier tube was bent right before the sheath cap and the device sleeve snapped together. The physician cut out the insertion sheath and pushed down the collagen with the tamper tube. Tension on the suture was maintained. Hemostasis was successfully achieved. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site and the vessel diameter are unknown. The blood loss was less than 250cc's. There was no health damage to the patient. There was no other equipment used with the reported angio-seal device.